Event description:
On (B)(6) 2010, the pt was implanted with a scs system. Post implant the pt complained of abdominal pain and was given steroid injections. On (B)(6) 2010, the sales rep met with the pt for programming. The pt reported that the abdominal pain had subsided. On (B)(6) 2010, it was reported that the pt's abdominal pain had worsened. On (B)(6) 2010, the lead was explanted.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete. The paddle portion of the lead appeared discolored. Continuity and functional testing were not performed as the lead was incomplete. Conclusion - the cause of the reported complaint could not be confirmed. The lead is incomplete and no testing was performed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.